Manufacturer narrative:
The evaluation of the actual sample did not confirm deviation. The batch history review did not reveal any non-conformity. Based on the above, the complaint considered to be not justified.

Event description:
According to the reporter, the unit cable was unable to determined. The customer indicated that there was no injury associated with this event.